Event description:
The daughter of a (B) (6) female pt contacted lifecor customer support to report that neither battery pack would charge. Support sent a pt services rep (psr) to the pt to replace the battery charger and battery pack.

Manufacturer narrative:
Device manufacturer date. Battery charger (B) (4). Battery pack (B) (4) - 10/2007. Device eval summary: device evaluations of battery charger (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. The battery pack (B) (4) would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event resulted from the damaged battery charger and battery pack. The pt received a replacement battery charger and battery pack.